Manufacturer narrative:
This report is provided because our device evaluation medwatch follow up report was submitted missing data.

Event description:
It was reported that the insulin pump alarmed battery out limit, alarmed button error and buttons were unresponsive during bolus delivery. Customer's blood glucose was 147 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. No battery out limit alarm noted. All operating currents are within specification. The insulin pump passed self test. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.